Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer's site and the reported complaint of the console displaying an air trap alarm was not confirmed during functional testing and not confirmed on the analysis of the event log. No device malfunction was observed. Upon visual inspection no physical damage was observed. During functional testing, no issue was observed. The console passed all testing criteria and meets performance specifications. During analysis of the event log, no issues were observed.

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4)) displayed an air trap alarm. Following this, the user replaced the console and continued ivtm therapy without further reported issue. No known impact or patient consequence was reported.